Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the plate was missing on the truespan meniscal repair system peek 24 degree device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> both the complaint device and a photo were received and evaluated. Visual analysis of the photo revealed that the sleeve was broken, the retention sleeve was completely out of the needle, also the suture was broken, two broken suture pieces were shown in the photo. The applier needle appeared to be deformed. The plates were not shown. The complaint device was received and evaluated, upon visual inspection it was observed that the device was received in its white tray, the needle was deformed, the white sleeve was completely out of the needle and it was damaged from the proximal part. Foreign matter was identified in the spring pusher shaft, presumably biological matter. The trigger was pressed several times and no anomalies could be identified. A manufacturing record evaluation was performed for the finished device 9l62959 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturer performed an investigation with the following results: an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert 103249724 rev6 and tm-tm0091 rev48. The batchs have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Effect of having a empty packing for product code 228152 has been evaluated in the wi-6474 rev y by combining probality and severity levels. 0 complaints received over 174418 parts produced since 2016. With a ratio of 0.000 % < 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. We can conclude that it is highly unlikely that these defects were generated during the manufacturing process. A manufacturing investigation activity was conducted to determine if there were any internal processing issues that may have contributed to the nature of the product complaint. A thorough review of production process controls was conducted. The results show that this batch of product was processed without incident. Nevertheless, there is no evidence of manufacturing anomalies. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. According with the visual inspection findings and considering that the suture was not returned for a physical evaluation, this complaint was not confirmed and a possible root cause for the issue experienced by the customer cannot be determined. A possible root cause for the sleeve damaged can be attributed to procedural variables, such handling of the device or product interaction during procedure; a sharp instrument may touched the sleeve during deployment, and consequently the sleeve damage. For the deformed needle condition can be related to an excessive manipulation of the device, tilting movements of the applier needle while it was inserted could have caused the needle to be deformed, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the plate was missing and with only a broken suture on the truespan meniscal repair system peek 24 degree device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.